Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (wont hold charge) has been confirmed. Upon investigation the monitor was did not deliver a pulse during detect and treat testing. The cause for the failure was isolated to a shorted c7 component on the computer/analog pca. The root cause for the shorted c7 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor cannot run detect and treat testing.